Manufacturer narrative:
(B)(4). Philips was not provided with evaluation data.

Event description:
The customer reported the device alarmed and performed a restart at start up. No patient involvement.